Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. The curved bipolar dissector instrument was found to have thermal damage on the bipolar yaw pulley. Black char marks were present at the grip base. Any material missing from the damage of the yaw pulley was likely thermally induced.

Event description:
It was reported that prior to the start of a da vinci-assisted prostatectomy with lymph node dissection surgical procedure, there was a missing part on the curved bipolar dissector instrument's branches. The procedure was completed with no reported injury.